Manufacturer narrative:
Device not returned

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 225-226 mg/dl.